Event description:
"Bag was being used to remove gall bladder. When pulling the bag through the trocar site the bag tore. An inspection of the incision site was performed. A small piece of the bag was found at the site along with a clip from a clip applier."

Manufacturer narrative:
The incident device is currently with the hospital's risk management team. Upon receipt and evaluation of the incident device a follow-up report will be submitted.